Manufacturer narrative:
A falsely low sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. Quality control (qc) was run before the patient sample was processed and was within acceptable laboratory ranges. Siemens has reviewed the information and solidstate multisensor (ssm) data files that were provided. There were no fluids changed before the samples were run and there were successful calibrations. The customer service engineer (cse) was onsite and replaced the integrated multisensor technology (imt) tubing, rotary valve, imt port solenoid valve, and imt pump panel 500ul syringe. A dilution check was performed and observed bias corrected (1.048 to 1.006). Instrument performance was checked by running nine samples of five repetitions for a total of forty-five sodium tests. There were no discordant low sodium results observed. The cse performed a system and quality control (qc) check that was acceptable. Based on the information provided, the cause of the discordant sodium patient result is unknown. Sample integrity, other preanalytical variables or the part replacements/maintenance performed by the cse cannot be ruled out as contributing factors. Quality control (qc) samples were in range when the event occurred indicating acceptable instrument and reagents performance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The same patient sample was repeated on the same dimension exl instrument, resulting higher. The repeat sodium result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.